Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented with a loss of capture and became dizzy. X-ray revealed lead dislodgement. The lead was replaced.